Event description:
It was reported to boston scientific in 2005, that a trapezoid rx lithotripter compatible basket device was used for a stone retrieval procedure (patient age, gender, and weight unknown) a week prior. According to the complaint, "the tip of this basket had come off." The physician completed the procedure with a second trapezoid rx lithotripter compatible basket. No patient complications were reported as a result of this issue and the patient was reported as "good" following the procedure.

Manufacturer narrative:
The device has not been returned; therefore, the cause of the reported event cannot be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.